Event description:
The hospital reported that while an mr290 humidification chamber was in use, water from a waterbag stopped flowing through the waterfeed set and into the mr290 humidification chamber.

Manufacturer narrative:
The mr290 humidification chamber is being sent back to fisher & paykel healthcare. There is no information on this to date. Results: no evaluation has been done pending the return of the device. Conclusions: information is insufficient at this time to make a conclusion.